Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: this report was filed through the FDA's medwatch program. The customer was experiencing high blood glucose of 600mg/dl. The notes state customer was experiencing symptoms of vomiting, mental state and high keytones. The notes state when customer replaces infusion set and reservoir symptoms would worsen. No further details provided.